Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the patient complained of phrenic nerve stimulation. Diagnostic imaging was performed and revealed left ventricular lead (lv) dislodgement to be the cause of the event. The lv lead was explanted and replaced and the patient was in stable condition.